Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock as inappropriate therapy due to a suspected supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed store data, with available data unable to conclusively determine if the treated event was a svt or a ventricular tachycardia (vt)/ventricular fibrillation (vf). This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock as inappropriate therapy due to a suspected supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed store data, with available data unable to conclusively determine if the treated event was a svt or a ventricular tachycardia (vt)/ventricular fibrillation (vf). This device remains in service. No additional adverse patient effects were reported. Additional information from the filed indicates the patient had their medication adjusted. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.